Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference numbers: 2938836-2019-04637, 2938836-2019-04640, and 2938836-2019-04641. It was reported that during the implant procedure, there was a coronary sinus dissection. There was no complication due to the dissection. The patient was discharge after an overnight observation on (B)(6) 2019. The patient was doing well before during and after the event. It was unknown which product caused the dissection.

Manufacturer narrative:
Correction: new information states that there was no allegation against the crtd system. Dissection of the coronary sinus happened during cannulation tentative of the coronary sinus. Dissection happened while using the cannulator which is reported in manufacturer report number 2182269-2019-00055.

Event description:
New information states that there was no allegation against the crtd system. Dissection of the coronary sinus happened during cannulation tentative of the coronary sinus. Dissection happened while using the cannulator which is reported in manufacturer report number 2182269-2019-00055.